Event description:
During testing at the user facility, it was noted that the device door roller pin was broken. Prior to testing, the device had been returned to the biomedical dept for unspecified reason. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
During testing, it was noted that the device door roller pin was broken. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel. No info was provided.